Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2017-04224. Follow-up information revealed the patient was treated with antibiotics which resolved the infection. The patient's condition is stable.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2017-04224. It was reported following a trial lead procedure on (B)(6) 2017, the patient had an infection at the lead incision site. It was noted the site was filled with pus. Consequently, the patient underwent surgical intervention where the leads were explanted.